Event description:
A pt with a history of heart transplant two years and nine months prior had a procedure to the riva (ramus intermediate ventricular artery arising from the left main). The pt showed rejection of the graft, as well as 2-vessel disease. A 3.0 x 13mm cypher stent was implanted in the riva. The pt also had spastic stenosis of the rca. Additional pt history stated the pt was put on an iabp (intra-aortic balloon pump) twice because of restricted heart function, and has been resuscitated appox 20 times. Pt was also on hemodialysis because of renal failure. Thirty-six days later, the pt died a carduac death from an acute mi. The event was determined by the investigator to be unrelated to the device and index procedure.